Manufacturer narrative:
(B)(4). He facility has communicated that the device is not available for evaluation. The device history review for the product visistat 35w 6/box lot #73l1600584 investigations did not show issues related to the complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 30 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73a1800157 the staplers were functionally inspected (fired) and issue reported "staple stuck in stapler" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. Other remarks: the customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the skin stapler does not work properly. Once the skin stapler sews the skin normally and twice the staple got stuck in stapler. There was no reported patient injury.